Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to remove and the staple line was incomplete. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.